Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The insulin pump was received with a broken battery cap and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damaged. The customer stated that the cap is cracked, so the device turned off automatically. Customer's blood glucose was unknown mg/dl.